Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer received multiple cartridge change errors with multiple cartridges during the load process. Customer's blood glucose level was 411 mg/dl. Reportedly, the customer was able to load a cartridge onto the pump after multiple attempts, and continued to use the pump for insulin therapy.